Event description:
Customer reports obtaining unknown error messages on the advantage meter while feeling hyperglycemic symptoms. The customer went to the pharmacy due to her inability to test and finally was able to obtain a result of hi (greater than 600mg/dl) on the advantage system. Based on symptoms and result, customer went to the hospital and was given an insulin IV. Requested return of suspect system, however, strips are unavailable for return.